Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have experienced 3 severe low blood glucose incidents. The customer's blood glucose reading was unknown during these incidents. Troubleshooting found that emergency services were called and administered a glucogon oral treatment. The customer indicated that the lows may have been brought on by over delivering of insulin. Customer was advised on proper programming for the pump and to call back with any additional questions.